Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 453 mg/dl. Customer did not perform troubleshooting for high blood glucose reading. Customer's mother stated taking medication caused them to have high blood glucose reading. Insulin pump will not be returning for analysis.